Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded what appeared to be air bubbles noted on the right ventricular (rv) channel immediately following implant during pocket closure. Pacing inhibition was evident but the patient was not pacemaker dependant. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.